Event description:
It was reported that a patient experienced st segment elevation. During ict ablation, st segment elevation probably caused by right coronary spasm. Risordan added and ict ablation completed with another probe (blazer ii xp, radiofrequency). ECG was done as a diagnostic intervencion. The event is reported as solved on (B)(6) 2025.

Manufacturer narrative:
Correction to the initial MDR in block(s) device code (f10 and h6), in sections f- user facility / importer report information and h - device manufacturers only. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced st segment elevation. During ict ablation, st segment elevation probably caused by right coronary spasm. Risordan added and ict ablation completed with another probe (blazer ii xp, radiofrequency). ECG was done as a diagnostic intervention. The event is reported as solved on (B)(6) 2025.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.